Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during esophagogastrectomy in total gastrectomy procedure, device component got disengaged. The anvil could not be tilted after firing. Hand suturing was done to resolve the issue in order to complete the case. No injury as a result of the event. Patient status: alive; no injury.